Event description:
It was reported that the patient presented in the intensive care unit on following an unrelated procedure. Upon review of the egms, the implantable cardioverter defibrillator exhibited episodes of myopotential oversensing resulting in pacing inhibition. The patient was asymptomatic during the episodes of oversensing. The device was reprogrammed. The patient will be monitored with routine follow-ups.